Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was observed. Based on the results of the investigation, a definitive root cause could not be established. It is likely the following led to the malfunction: some kind of stress such as damage or deterioration of parts, device incorrectly handling during reprocessing and interoperability problem. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the bronchovideoscope's forceps channel became detached from the device and resulted in water leakage. There were no reports of patient involvement.